Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii closed IV catheter system experienced a broken/detached needle. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, a broken needle was found during intravenous infusion with indwelling needle.

Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 8171142. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual examination was performed on retention samples for this lot. The retention samples were found to be free of any abnormalities or defects that could contribute to a broken cannula. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a broken/detached needle. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, a broken needle was found during intravenous infusion with indwelling needle.